Event description:
It was reported that the patient returned with the other leg (right) and the patient became symptomatic. The patient was treated before the limb completely thrombosed. An angiogram revealed there was stent graft infolding which started halfway down the iliac limb. This was not present at the initial evaluation. The physician stated the stent graft may have fatigued wilted and resulted in infolding. Review of returned angio images at implant show that the ipsilateral limb was placed on the right side. The contralateral (left) iliac appeared to have good flow runoff. Follow-up angio showed that the left limb is completely occluded up to the bifurcate (above the flow divider). Following the intervention the occlusion had resolved. No visible kinks were seen on any of the stent grafts; the cause of the occlusion could not be determined.

Manufacturer narrative:
(B)(4). Evaluation method: (film). Evaluation results: inherent risk of procedure (occlusion), lack of information (unknown cause of occlusion). Evaluation conclusion: lack of information (unknown cause of occlusion).